Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after device implant loss of contact was noticed upon interrogation. No egms were being displayed. The physician was notified, and the patient immediately underwent a revision. Upon completion of the revision normal sensing was noted. The patient was subsequently discharged. The patient was stable throughout both procedures and no adverse effects were reported.